Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient's ipg was replaced and the patient is doing well.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient's ipg was replaced and the patient is doing well.

Manufacturer narrative:
The battery depletion rate at the time of the analysis measured above the typical range. Because the ipg had been explanted with the use of an electrocautery, the device characteristics might have been changed, and the current state will be less relevant to the complaint. However, the device profile confirmed that the device had been depleted excessively just after the implant procedure. Troubleshooting to specific component level is impossible since both analog/digital ic are covered in glob top. The ipg passed all other functional tests. The timing of the anomaly suggests that the ipg had been exposed to an environment similar to the electrocautery usage during the implant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001 rev. Ab).